Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed that one of the jaws had fractured. Further examination of the jaw did not reveal any porosity or voids at the fracture location. The shaft was also significantly bent. Based on the condition of the returned unit, it is likely that the jaw broke due a large force that was applied to the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. During the case, one of the jaws broke off the dissector and fell into the patient. It is unknown when during the case this occurred. The dissector was used to dissect the cystic duct. No damage was noted on the dissector prior to the jaw breaking. The piece was retrieved from the patient. The case was completed with a new dissector. No patient injury. No photos are available. Product is available for return. Additional information received via email on (B)(6) 2021 from [name]: the exact date was not available. I was told it occurred approximately 2 weeks prior to the date I filed the cer. The dissector was being used to dissect the cystic duct. Intervention: used new retrieval bag to complete case. Patient status: no patient injury.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy during the case, one of the jaws broke off the dissector and fell into the patient. It is unknown when during the case this occurred. The dissector was used to dissect the cystic duct. No damage was noted on the dissector prior to the jaw breaking. The piece was retrieved from the patient. The case was completed with a new dissector. No patient injury. No photos are available. Product is available for return. Intervention: used new retrieval bag to complete case. Patient status: no patient injury.